Event description:
It was reported to philips that the system rebooted multiple times during startup, delaying boot process on a azurion 7 b20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the suite pc and x-ray pc and reloaded the software. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).